Event description:
It was reported that, "patient's knee was painful and stiff, so the surgeon revised to a thinner liner."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.